Manufacturer narrative:
Reliability analysis inspected 3 opened/used infusion sets and performed manual prime test using a new lab reservoir along with a 5xx pump. One of 3 infusion sets failed per spec. Infusion sets found occluded at tubing quick release connection septum side. One of 3 infusion sets failed per inspection due to found infusion sets occluded at tubing p-cap needle. Remaining 1 of 3 infusion sets pass per spec. No occluded anomalies were found during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm during prime. Customer's blood glucose was 372 mg/dl. During troubleshooting, insulin did not exit with manual prime. Device did not alarm no delivery with manual prime. After troubleshooting, customer was advised the infusion set will be replaced. Customer agreed to return the infusion set for analysis.